Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis. However, it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that after the embolization coil implant was introduced into the microcatheter and positioned within the aneurysm, the physician attempted to detach the coil using the detachment device. At that point, it became apparent that the proximal end of the delivery pusher designed to be inserted into the detachment device was missing. As a result, the coil had to be withdrawn from the aneurysm back into the microcatheter and subsequently removed completely from the body. The procedure was completed with the new coil. The broken or missing part of the pusher was outside of the patient's body. The was no patient injury and their condition was reported as stable.